Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump a power source. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source. There was no reported adverse impact to customer's blood glucose.